Manufacturer narrative:
One 7207674 sterile biorci ha 7x25mm screw used for treatment, was returned for evaluation. The instructions for use for this product contains technique oriented information. The implant was returned in pieces. A small fragment(s) was absent. The returned portions indicate stress fractures. The distal tip was the focus of force. The physical condition indicates a difficult insertion attempt with torque placed upon the implant. Adherence to the instructions for use prep and use is essential for optimum success of the product. Per instructions for use: the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause associated with the manufacture of this device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Event description:
It was reported that during surgery when the device was being implanted into the place that connects the pcl and the tibial of the left knee, it broke. It is unknown if the pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.